Manufacturer narrative:
The suspect product is the softclix plus lancet device.

Event description:
Upon evaluation by the MFR, it was found that the softclix plus lancet device (batch number bar049) will not retract. Lancet protrudes from the device upon insertion, device does not eject the lancet, and the device does not prime/release the lancet. The location of the malfunction occurred at the home of the customer. No adverse event reported. Requested return of suspect device and replacement was sent.